Manufacturer narrative:
Battery (was charged 192 times with an operating time of 22:29:41 hours, whereby 12 charging cycles would have been sufficient) defective. Defective display glass (broken bracket), micromotor smr 1241917, contra-angle 45664 and foot control 70007 without recognizable errors. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a silver reciproc motor suddenly stops during use; no injury resulted.